Event description:
It was reported that the screw driver and the stim-lock from the lead kit were bent. It was unclear if that happened during the procedure or if it was like that when the surgeon pulled it out of the box. A different kit was used instead. It was stated that there was no harm or injury to the patient and the implant was successful. No further information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: neu_screwdriver, product type: accessory. (B)(4).